Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred followed by a cartridge alarm 6 during the load process. The customers blood glucose level was not impacted. Reportedly, the customer was able to load a new cartridge successfully.